Manufacturer narrative:
The unit was received with its operating currents in specifcation. However, the unit was unable to prime during the prime/compromised force sensor system alarm test and the device alarmed with motor error during the basic occlusion test due to a loose/protruded drive support disk. The motor passed the motor test. The following physical damage was also noted: minor scratches on the lcd window, cracked casing near the display window corners, and a cracked reservoir tube lip.

Event description:
It was reported that the customer had unspecified issues with the insulin pump. The customer's blood glucose at the time of incident is unknown. No further information was available. The insulin pump was returned for analysis.